Event description:
It was reported that a patient's generator was depleting more quickly than expected. The generator battery indicator was at 75% at a recent clinic visit in (B)(6) 2017, and 84 days later had dropped to 25% remaining. The generator was otherwise functioning as intended with diagnostic test results with the normal limits. The neurologist stated that given the rate of battery depletion, the patient would likely need a generator replacement within a few months. The patient was scheduled for a consult with her surgeon to address the premature battery depletion. The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for analysis; however, analysis has not been approved by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data indicated that the generator was at the intensified follow-up indicator = no battery status indicator and that 67.06% of the battery capacity was remaining. No visual anomalies were identified on the generator exterior. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. The measured battery voltage was 2.943 v and showed that only 32.939% of the battery had been consumed. However, the calculated battery capacity remaining indicated that only 15.568% of the battery capacity was remaining. The disparity between the battery consumption and battery capacity remaining indicated that the generator battery had depleted faster than expected. No additional relevant information has been received to date.

Event description:
Programming history was reviewed for the patient's device; however, premature battery depletion could not be confirmed with the available data. No additional relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.